Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of safety mechanism failure was inconclusive because the returned sample was not the originally implicated device. The product returned for evaluation was one 19ga x 0.75¿ miniloc safety infusion set with y-site. The sample was received in its original sealed packaging. A note was received with the sample indicating that it was an unused lot sample. Inspection of the sample was unremarkable. Microscopic inspection of the sample was unremarkable. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion and aspiration with no leaks. The effort required to flush the sample was comparable to that required to flush a similar non-complainant device. An attempt to activate the safety mechanism was successful and unremarkable. While no deficiencies were discovered during evaluation of the returned sample, the sample was an unused lot sample. Consequently this complaint is inconclusive at this time.

Event description:
It was reported that there were two needle stick injuries. It was stated when the needle is pulled and secured back into the safety lock, sometimes the tip will not completely retract into the device (even though it¿s lock). The nurses have stuck themselves because they assume the needle has been completely covered. It was further reported that three nurses have had needle sticks, two of which completed bloodwork themselves and also had the patient¿s blood tested for communicable diseases. One nurse declined bloodwork for her or the patient and declined reporting the event. This report addresses the first needle stick and one of the two nurses who did bloodwork.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of aserf010 showed two other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility.

Event description:
It was reported that there were two needle stick injuries. It was stated when the needle is pulled and secured back into the safety lock, sometimes the tip will not completely retract into the device (even though it¿s lock). The nurses have stuck themselves because they assume the needle has been completely covered. It was further reported that three nurses have had needle sticks, two of which completed bloodwork themselves and also had the patient¿s blood tested for communicable diseases. One nurse declined bloodwork for her or the patient and declined reporting the event. This report addresses the first needle stick and one of the two nurses who did bloodwork.